Event description:
As per the specification sheet of stryker spirit select behavioral health bed, the entire bed should have the tamper-resistant hardware. But our team has identified some non-tamper resistant hardware on this bed. This raises the patient safety concerns. Please see the document for details. Manufacturer response for behavioral health bed, spirit select behavioural health bed (per site reporter). Stryker's regulatory team has been made aware of the concerns and internally they are working on these issues. But they can not provide us any solution(s) now.